Event description:
Reporting status: death. Reporting rationale: ruptured balloon remains in patient coronary. Device issue: balloon rupture/separation. It was reported that in 2008, the patient arrived in cardiogenic shock and had a previous graft surgery years ago. The procedure involved a main stem occlusion. The whisper es guide wire passed through the total occlusion and a 2.0 x 20mm rx voyager was placed into the occluded stem, and dilatation was performed up to 20 atm. The angiography showed little flow, so the 3.0 x 20 mm rx voyager was dilated up to 22 atm because of a strong impression in the dilated area due to a strong calcification, like a ring. The balloon suddenly ruptured. The angiographic picture showed that the distal part of the balloon, with the distal marker, was much further in the vessel and separated from the proximal part of the balloon with the proximal marker. The physician withdrew the ruptured balloon out of the patient and noticed that the distal part of the balloon was missing. It was not possible to enter the vessel again in order to catch the distal part of the balloon with an extraction device and the patient died. The angiographic film has been sent for review. No additional event of patient information is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood visible in the balloon, in and on the inflation lumen and in the guide wire lumen. There was fluid visible in the inflation lumen. The balloon was loosely folded. The balloon had separated, 1.5 cm distal to the balloon proximal seal. There was a radial balloon rupture at the separation. There were scratches around the separation. The balloon material at the separation was jagged. The inner member had separated, 8 mm proximal to the balloon proximal seal. There was no other damage noted to the catheter. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.